Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient encountered fluid leaking from the cycler door. The patient stopped treatment. In a follow up, the patient verified there was no harm, intervention or adverse event due to the fluid leak. The patient did receive a new cycler that is working well. The cycler is available to return.

Manufacturer narrative:
H.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak passed. Accelerated stress test was performed without any failures or problems. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined.a review of the device history record (DHR) did reveal front panel assembly replaced on 9/5/23.the cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient encountered fluid leaking from the cycler door. The patient stopped treatment. In a follow up, the patient verified there was no harm, intervention or adverse event due to the fluid leak. The patient did receive a new cycler that is working well. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.